Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was suspected to be broken. No beeping tones were present. Technical services (ts) was consulted and recommended using a magnet or replacing the device. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was suspected to be broken. No beeping tones were present. Technical services (ts) was consulted and recommended using a magnet or replacing the device. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. <review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was suspected to be broken. No beeping tones were present. Technical services (ts) was consulted and recommended using a magnet or replacing the device. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.